Manufacturer narrative:
The device was evaluated by zoll medical germany. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included defib charge and shock testing without duplicating the customer's report. An internal inspection found no discrepancies. The preventive maintenance was performed and passed. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device self discharged. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.